Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was giving system failure-configuration required. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device has system fails and errors. No repair records were found when reviewing service history. Complaint confirmed by turning on the pump and checking the alarm history. Found that the pump has a configuration issue. Device was repaired by installing standard configuration. Reset to standard configuration. The main cause of customer¿s complaint was configuration not installed. After replacing the configuration, the pump passed all the testing and is fully operational.